Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper and lower cases were broken, the battery release was contaminated, the ring cover and both bail covers were missing, three case screws were missing, the lead flex cover was broken, the battery contacts were compressed, the ring and both bails were missing, and the keyboard was scratched. (B)(4).

Event description:
It was reported that the external pulse generator was in need of repair. Follow-up failed to obtain any greater detail. The generator was returned for service. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.